Event description:
It was reported that there was a loss of effect following a hip surgery on (B)(6) 2014. The therapy was turned off prior to surgery, but after the surgery, the symptoms returned even when the device was turned on. As a result of the loss of therapy, the patient wanted to increase stimulation ¿a couple days¿ prior to the report, but was not able to increase it. The patient programmer showed ¿call your doctor,¿ noting there was a power on reset (por) condition. The message would disappear, but then it ¿kept coming up,¿ and the patient was not able to increase stimulation. Follow up is being conducted to determine patient outcome and actions taken to resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v933650, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(6), product type: programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's last battery was replaced due to a fall on their right hip where the implant was "and it blew the battery out." The ins was replaced at the time of this report and no additional patient symptoms were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Health care professional reported the fall was documented (B)(6)2016. Patient did not return to their office after the fall. The cause was unknown. No further complications anticipated/reported.